Event description:
Customer called to report high bgs. Troubleshooting was performed. Insulin did not exit. Customer did not hear an audible tone. Pump was not dropped, bumped, or exposed to moisture.